Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction occurred. Customer reverted to manual injections for insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. Customer declined to further troubleshoot with tandem technical support.